Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was experiencing high blood glucose levels. Customer stated high blood glucose began at dinner time with blood glucose of 288mg/dl. Half hour later the blood glucose increased to 387mg/dl and an hour later went up to 497mg/dl. Customer stated doing a complete set change at this point. Customer reported she had manage to lower her blood glucose from 532mg/dl to 470mg/dl to 383mg/dl and by 4am was 154mg/dl. Customer treated high blood glucose with insulin pump. Customer reported blood glucose was back up to 337mg/dl by 8:30am. The customer's blood sugar was 288mg/dl at the time of call. Trouble shooting was performed and found customer treated the high blood glucose with insulin pump. There were no air bubbles, no kinks in tubing found, no bend cannulas, no expired insulin, and no leaks. Customer declined to trouble shoot for basal rates. Advised to monitor high blood glucose and to call back if issue persist. Product is not expected to return.